Event description:
Health professional reported alleged "removal of [the] lap-band and port was giving pt problems related to [the] device." F/u findings: health professional reported the lap-band sys was explanted without replacement due to pt experiencing "dysphagia." An "upper gastrointestinal (ugi) endoscope" was conducted indicating "significant dysphagia to solids." Add'l info has been requested from the physician but has not been received at this time.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heart burn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."